Event description:
Reporter alleged obtaining discrepant blood glucose values of 555 mg/dl back to back with a result of 157 mg/dl when testing was performed 3 minutes apart on the advantage system. Reporter stated she was not experiencing any hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent. Reporter stated, she no longer has the test strips being used at the time; therefore, no product will be returned for evaluation.